Event description:
The pt was admitted in 2002 with a central line. The next day, the nurse attempted to reaccess the port. No blood return was achieved and saline would not flush. Nurse noticed some swelling, so clamped off the port. A venogram demonstrated separation of the tubing from the port reservoir. A new port was placed.